Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 12. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event the patient experienced: infection and inflammation. No further patient complications were reported.